Event description:
Same case as MFR report #: 2134265-2009-04600. It was reported that during a percutaneous coronary interventional procedure, a burr and guidewire became entangled and a guidewire fracture occurred. The 99% stenosed lesion was located in the right coronary artery. During ablation, the rotalink plus system was determined to be intertwined with the floppy rotawire guide wire, and they were both removed. Outside of the body, a floppy rotawire guide wire fracture was discovered. A snare was then used to successfully retrieve the fractured guide wire. The procedure was completed with another of the same devices, and no further pt complications were reported.

Manufacturer narrative:
The advancer and catheter were returned for investigation. The guidewire was returned inserted in the plus unit. The spring tip of the guidewire was separated from the guidewire. The remaining part of the spring tip was stuck to the burr. The guidewire was removed without any difficulty. A microscopic examination of the burr was carried out, and the annulus of the burr was flared. The damage to the annulus of the burr is consistent with either the burr rotating in same location of the guidewire or the rotating burr came into contact with the spring tip of the guidewire. The plus unit was wire guided using the test guidewire and no issues noted. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. This confirmed that the burrs cutting action was acceptable. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out as per procedure and no damage was noted to the handshake connectors. An attempt was made to wet test the plus unit device. The speed reached was unstable, reaching between 9krpm-65krpm. It is uncertain how long the device was in use for during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.